Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified left anterior descending (lad) artery. The physician advanced a 2.25 x 30mm apex balloon catheter to the lesion, first inflated to 10atm for 30 seconds, the balloon ruptured at 12atm during the second inflation. The procedure was completed with a different device. No complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).